Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was noted. Cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.